Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip at the grip base of grip tip. A piece approximately 11.21mm x 3.45 mm was found to be broken off. The broken piece was not returned with the instrument. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs confirmed there was another energy producing instrument in the procedure.

Event description:
It was reported that maryland bipolar forceps instrument jaw was broken. There was no reported injury.